Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope involved in the event and completed the evaluation. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additionally, the endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboard exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the endoscope did not rotate correctly and rotated very slowly. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter informed that the surgeon advised the endoscope turned much more than it should. They tried to remove it and put it back on, but this only helped a few seconds.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) instrument associated with this complaint and completed investigations. The unit was returned to failure analysis for repeated 23003 errors. It was confirmed but not replicated in-house. After this usm was removed, the 23003 errors persisted, and the suspect endoscopes were removed indicating the endoscopes were the cause of the errors. The unit was tested on an in-house system where it passed normal mode with no related errors. The unit was also tested on an in-house patient side cart fixture test platform (pftp) where it passed with no related errors.

Event description:
Refer to h10/h11 for follow-up information.